Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that infusion set fell off during use. Patient blood glucose level was 350 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.